Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the third firing during a laparoscopy assisted distal gastrectomy procedure, the reload was connected to the handle and was attempted to be used on the remnant gastroduodenal anastomosis but it was unable to be fired. A new handle and reload were taken out and used to complete the case. It was also reported that another reload was used for duodenum and gastrectomy without any issues. There was no patient injury.